Event description:
Customer called in concerning his reading of 65 mg/dl that he thought was higher than he felt. During troubleshooting with adc customer service, it was discovered that their meter had missing segments. The customer further reported that as a result of this issue, she experienced loss of consciousness and seizure and the reading of 65 mg/dl was obtained by emt as she was coming out of the seizure. She reportedly was treated with unk intravenous solution and transported to a local hospital. No additional information is available as the customer couldn't provide us with further information. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.